Event description:
It was reported that the pump was involved in a possible underinfusion. The infusion rate, was reportedly set at 46 ml/hr, however a 500 ml bag lasted 24 hours. No add'l clinical info available. No pt injury was reported.